Event description:
On (B)(6) 2018, a 21mm epic valve was implanted. On (B)(6) 2019, the device was explanted due to a high gradient and aortic stenosis. Upon explant, the valve was observed to be calcified with pannus and thickening of the leaflets. The patient is reported to be stable.

Manufacturer narrative:
Additional information sections: d9, h3, h6, h10. Explant was reported due to high gradient and stenosis. The investigation found that all three cusps had outflow thrombus. There was a fold in cups 1 and 3 which created incomplete coaptation. There was focal fibrous pannus ingrowth on the inflow of cusp 3. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The thrombus noted on the valve could have contributed to the reported stenosis.

Manufacturer narrative:
An event of high gradient, stenosis and explant of the valve was reported. The explanted valve was reported to have pannus, calcifications, and thickening of the leaflets. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21mm epic valve was implanted. On (B)(6) 2019, the device was explanted due to a high gradient and aortic stenosis. Upon explant, the valve was observed to be calcified with pannus and thickening of the leaflets. The patient is reported to be stable. The patient doesn't have any chronic renal insufficiency or diabetes.